Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a battery indicator on their one touch ultra 2 meter. The patient mentioned that the alleged issue began on the morning of (B)(6) 2010. The patient took their usual dosage of medication after the alleged issue began. The patient mentioned that around midday on (B)(6) 2010, she began to exhibit symptoms of feeling sweaty, felt funny and "just didn't feel right". The patient did not seek any medical attention or contact her physician for assistance. The patient mentioned that this was not the first time the product was being used. The patient denied any misuse of the product and the batteries did not need to be replaced. The product was replaced. The complaint is being reported since the patient was unable to test her blood glucose due to the reported issue and later that morning developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The customer reported that the down arrow was not responding. Advised customer to revert to manual injections until she receives a replacement insulin pump. The customer demanded to receive the device next day. The customer stated that she may request a reimbursement for the emergency bill as a result of going to the hosp for needles. No further info was provided.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.